Event description:
It was reported by the customer that the display on the cardiosave intra-aortic balloon pump (iabp) was cracked. It is unknown the circumstances in which the event occurred. It is also unknown if there was patient involvement.

Event description:
It was reported by the customer that the display on the cardiosave intra-aortic balloon pump (iabp) was cracked. It is unknown the circumstances in which the event occurred. It is also unknown if there was patient involvement.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. Upon investigation the fse found that the lower left part of the screen was damaged. The fse installed a new monitor assembly and performed screen calibration and tests. The unit passed all functional, calibration, and safety checks to factory specifications. The unit was released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer that the display on the cardiosave intra-aortic balloon pump (iabp) was cracked. It is unknown the circumstances in which the event occurred. It is also unknown if there was patient involvement.